Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 it was reported that the patient went to see the managing physician last wednesday (B)(6) 2018 and he thought the pump incision looked like it might be infected. The patient was sent to the neurosurgeon for a second opinion. The neurosurgeon is replacing the pump. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the neurosurgeon is replacing the pump. The pump replacement was scheduled for (B)(6) 2018. The issue was not resolved at the time of the event. No further complications were reported or anticipated